Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the philips repair bench for another issue, the technician observed the device's defibrillator capacitor was testing below spec. There was no patient involvement.